Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery pca pins were bent. It was unknown if the issue occurred during patient use, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that, during servicing, it was found that the device battery pca pins were bent. There was no patient involvement. One battery pca was returned for failure analysis. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. The reported problem was not verified during operational test and visual inspection. There was no fault found.

Event description:
It was reported to philips that, during servicing, it was found that the device battery pca pins were bent. There was no patient involvement.